Manufacturer narrative:
This serves as a correction report. After additional information received, it was determined that information documented in the initial MDR "b5 - describe event or problem" was no longer valid. The time between the scans is unknown and therefore, were not taken within 10 minutes which no longer deemed it reportable.

Event description:
The customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 338 mg/dl, 264 mg/dl and 81 mg/dl . The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported product is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 338 mg/dl, 264 mg/dl and 81 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.